Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. Device status is unknown.

Event description:
Healthcare professional reported, right side deflation and "textured". The device has been explanted.

Event description:
It has been determined that the device associated with this complaint is non-allergan manufactured. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4.